Event description:
Customer reported that the screen was unresponsive. There was no reported impact to the customer's blood glucose level. Customer declined follow-up, and no further information was provided.